Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The patient stated based off of the cgm displaying low, they treated themselves with glucagon. No symptoms were reported. Because the patient did not have a glucometer to verify their blood glucose values, they called the paramedics and when they arrived, they tested the patient¿s blood sugar. The paramedic glucometer was displaying a reading of 114 mg/dl. No treatment or additional medical attention was needed. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.